Event description:
In 2009, the pt reported experiencing elevated blood glucose of over 600 mg/dl for the past 3 days and she stated that she was "feeling terrible." She injected 35 units of insulin via syringe at 7:30pm, and at 8:10pm, her blood glucose measured 506 mg/dl. She state that her infusion site, tubing, and insulin cartridge were changed this morning. She stated that she noticed moisture around the adapter and inside the cartridge compartment of the infusion device. She dried the insulin from the infusion device and inserted a new insulin cartridge. She stated that she also noticed moisture in the cartridge compartment four days prior, during her last insulin cartridge change. At that time, she dried the insulin from the cartridge compartment before inserting a new insulin cartridge. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. She was educated on the proper procedure for changing the insulin cartridge. She was assisted in switching to her backup infusion device. At the end of the call, at 8:45pm, the pt's blood glucose measured 378 mg/dl. Upon follow up six days later, the pt reported that her blood glucose had been within her target range since switching to the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.